Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to on (B)(6) 2018 .the patient felt a pain in the groin area and he tumbled to the ground.

Manufacturer narrative:
During investigation it was determined that the profemur® cocr neck broke and was the alleged deficiency. It was captured under MDR: 3010536692-2018-00590. Please void the initial report.